Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that loss of capture was noted following the implant procedure. A connection issue was suspected. As a result, the pocket was reopened. The atrial and ventricular leads were removed from the header and re-inserted. All measurements were appropriate. No adverse patient effects noted as a result of the procedure.